Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the exposed portion of the soft cannula found it to be bent and torn, with fluid leaking from the fluid path through the tear. The exact cause and timing of the soft cannula damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.

Event description:
It was reported the patient's blood glucose level rose to 266 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient applied a new pod. The device was originally reported for insulin leaking while wearing the pod.